Manufacturer narrative:
(B)(4).the device was received and evaluated by baxter. The reported condition was confirmed but not duplicated.

Event description:
The facility contacted baxter to report a colleague infusion pump with a failure code of 810:04. During service at baxter, it was discovered that the cause was the ail pcb (air in line printed circuit board) was out of calibration and was recalibrated. The event occurred during product evaluation. There was no documented patient injury, adverse event or medical intervention associated with this report. The user interface module master software version is 5.09.90, categorized as remediated. No additional information is available.